Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 198 events were reported for this quarter. Product return status: a 185 devices were received for evaluation. Four devices were available for evaluation but have not yet been received. Nine devices were not available to stryker for evaluation. Evaluation status: a 96 events were confirmed during testing. -a 96 devices were found to be affected by missing paint chips. An 89 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 198 malfunction events in which the device had paint chips missing. A 198 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 198 events were originally reported for this failure mode during the reporting quarter. 1 previously reported event was included under MFR report # 0001811755-2018-01447 but should be included under this report instead for a total of 199 events. 185 were originally reported as received and evaluated; however: 185 devices were received for evaluation. 106 devices were actually evaluated during the reporting quarter, including the record noted above. 106 devices were found to be affected by missing paint chips. 93 previously reported events are included in this follow-up record. Product return status: 13 devices were determined to be not available for evaluation. Evaluation status: 80 reported events were confirmed during testing. 80 devices were found to be affected by missing paint chips. Additional information: 199 devices were not labeled for single-use. 199 devices were not reprocessed and reused.

Event description:
This report summarizes 199 malfunction events in which the device had paint chips missing. 199 events had no patient involvement; no patient impact.